Event description:
The report received from the clinical study in a foreign country indicated that a patient had a cerebrovascular event (hemi paresis) on the same day that the patient received a cypher stent. The indication for the procedure was acute myocardial infarction greater than 72 hours. After predilatation with a 2.0 x 12 mm unknown balloon at 10atms, a 2.75 x 13mm cypher stent was implanted at 14 atms in the distal right coronary artery (rca). Post dilatation was conducted with a 3.0 x 10mm unknown balloon at 14 atms. The target lesion was described as 2.7 x 10mm, de novo, irregular, with little or no calcification but a thrombus was present. The lesion was also classified as type c with 99% stenosis. There was no report of residual stenosis, and the timi before and after the procedure was 3.left hemi paresis was reported after the procedure. It is not known how it happened but the event was determined as unrelated to the cypher stent but possibly related to the procedure. The patient outcome was noted as improved, ongoing.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.